Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the trigger could not be grasped after the device was fired a few times. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that he had felt the trigger seemed to be closing a little from the beginning before use.

Manufacturer narrative:
(B)(4). "He had felt the trigger seemed to be closing a little from the begging before use" ---is this the correct word?---sorry, it's "beginning." Did the surgeon notice this when taken out of the packaging? ---yes. Or after removed from packaging and when it was handed to him? ---no. Which firing of the device did this event occur on? Third or 4th. What vessel or structure was the device fired on at the time of the event? ---right gastroepiploic artery. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---there was a possibility. Was any unexpected resistance felt while firing the trigger? ---could not be grasped were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes, out of the patient. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released without any difficulty. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. The jaws open and close as intended. A possible cause of malformed clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. The remaining clips were conforming according to our manufacturing specifications and then, it locked out as intended. In addition, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.